Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, while the operator of the turbo-ject® single lumen power-injectable PICC was removing it from the peel-away sheath, the dilator broke. No patient adverse events were reported. The customer did report that the handling of the product was no different when compared to previous PICC line placements; however, the circumstances surrounding the handling and usage of the device are not fully known. The product is reportedly available for evaluation, but as of the date of this report no device has yet been received. The lot number and specific product identifier of the product were not provided.

Manufacturer narrative:
Additional information: the device has been returned for evaluation. Corrected data: date information received by manufacturer for initial report should be 08/24/2017. Investigation summary: a review of the complaint history, instructions for use, drawing, quality control, and a visual inspection of the returned device were conducted during the investigation. Failure analysis was performed on the returned device. One dilator was returned in used condition; no biomatter was present. The stem of the dilator was separated cleanly from the base of the hub. There was no other visible damage to the dilator. The device was sent to the supplier for a supplier investigation. The supplier investigation noted that the dilator tube was not fully seated on the core pin, creating a gap that can be filled with resin during the manufacturing process. This weakens the connection joint and can lead to separation of the hub on the dilator. The IFU specifies that "this product is intended for use by health care practitioners trained and experienced in proper positioning of catheters in the central venous system using percutaneous entry (seldinger) technique. Standard techniques for placement of vascular access sheaths, catheters and wire guides should be employed," and "peel the sheath away from the catheter by grasping the two wings of the sheath and pulling outward and upward. Note: final catheter position is accomplished by alternately advancing the catheter into the sheath and then further pulling on the two wings. Once the sheath is removed, a slight advancement of the catheter may be needed for final positioning." Additionally, a document-based investigation evaluation has been performed on document versions currently in effect. A review of the device history record and complaint history could not be reviewed as no lot number was available. There was no evidence to suggest all items in the lot or similar devices in house are nonconforming/defective. The manufacturing documents in place at the time of the event were reviewed and it was found that the dilator hub connection was visually and physically inspected by quality control and no notable gaps in production or processing controls were identified. The risk specification for this product includes the failure mode for failure of material bond at the proximal end of peel-away introducer and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. Based on the information provided, the examination of the returned product, and the results of our investigation; the root cause of this failure is manufacturing-related as confirmed by the supplier investigation. It was reported that retraining of relevant procedure steps was implemented in efforts to bring further awareness of the failure and eliminate future occurrences of the failure with appropriate manufacturing personnel. Per the quality engineering risk assessment, no further action is required. The appropriate personnel will be notified and we will continue to monitor for similar complaints.